Event description:
Our sales rep (B)(6) reported that during a surgery, the drill was broken during drilling. The surgery was completed.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.